Event description:
A ventilator was returned to a third party service center for maintenance. The device was not in pt use. During the evaluation of the device at the third party service center a malfunction of the device's active exhalation control module was found. The active exhalation control module was replaced to address the issue.